Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis and blood transfusion. After the brockenbrough transseptal puncture, and immediately after the insertion of the catheters into the left atrium, blood pressure decrease was confirmed. The soundstar eco catheter revealed pericardial effusion, and the physician determined a cardiac tamponade and terminated the procedure. Drainage was performed. Simultaneously, anti-warfarin was administered, and blood transfusion was performed. Cardiac effusion was no longer able to be drained. The reduction of the cardiac effusion was confirmed by echocardiography and blood pressure was confirmed to be restored. After the patient left the room, the patient was observed in the intensive care unit (ICU). The patient required extended hospitalization and patient status improved. The physician's opinion was that there was a possibility that the cause might be the optrell and soundstar eco catheter which were inserted in left atrium and were manipulated. However, the cause could also be the coronary sinus (cs) catheter which was difficult to be inserted. Thus, the causal relationship was unknown. The tamponade occurred prior to the qdot being inserted into the body. No ablation was performed prior to noting the pericardial effusion. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31357157m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).